Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the surgeon monitor cable connector needed to be cleaned. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system prior to a functional endoscopic sinus surgery (fess) procedure. The rep indicated that the surgeon monitor cable could not be connected to the staff cart. The procedure was performed using the staff cart monitor and the surgeon monitor cable could be connected without issue after taking apart and cleaning the surgeon monitor cable connector. There was no procedure delay or change in patient outcome as a result of this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) indicated that the connection issue was resolved by cleaning the connector of the main unit and the connector of the monitor cable. The rep also indicated that the cause of the issue was unknown.